Event description:
Facility reports that infusion pump was originally programmed for 25,000 units of heparin at 800 units/hr (this translates to 16ml/hr). During pt transport the pump went into an air alarm and was in the alarm state for 25 mins. Reportedly there were many invalid key presses at this time and the programmed settings were cleared out. The pump was then re-programmed with the concentration at 2,500 units instead of 25,000 units. The new calculated rate was 160ml/hr and the pump was started at this rate. The pump ran at 160ml/hr for nearly five hours during which the pumps total volume to be infused was changed three times, the incorrect rate was noticed at the nursing shift change. The pt received approx 780ml of the heparin solution during this period and was given protamine sulfate to counteract the overinfusion. There were reportedly no adverse effects to the pt. The pt's weight and identifier were not available.